Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17720534) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom pta (.018 hp 40 3x4) balloon catheter was delivered to the lesion for inflation. However, it ruptured at 10 atmospheric pressure (atm) during its initial inflation. It was unknown how the procedure was completed but the procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the shunt anastomosis. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. This was a shunt percutaneous transluminal angioplasty (pta) case. Initially, a guidewire crossed the lesion.

Manufacturer narrative:
Additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. A non-cordis indeflator device was used in the procedure. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. As reported, a slalom pta (.018 hp 40 3x4) balloon catheter burst at/below rated burst pressure (rbp). The balloon was delivered to the lesion for inflation; however, it ruptured at 10 atmospheric pressure (atm) during its initial inflation. It was unknown how the procedure was completed but the procedure was completed successfully. There was no reported patient injury. The target lesion was the shunt anastomosis. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. The device stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. A non-cordis indeflator device was used in the procedure. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. Initially, a guidewire crossed the lesion. Then, a slalom pta (.018 hp 40 3x4) balloon catheter was delivered to the lesion for inflation. It was unknown how the procedure was completed but the procedure was completed successfully. The product was removed intact (in one piece) from the patient. The product will not be returned for analysis.the product was not returned for analysis. A device history record (DHR) review of lot 17720534 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of dialysis shunt anastomosis may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the slalom pta catheter is intended to dilate stenoses in iliac, femoral, ilio-femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae¿ ¿ this device is intended for one time use only. Do not resterilize and/or reuse it, as this can potentially result in compromised device performance and increased risk of inappropriate resterilization and cross contamination. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.